Manufacturer narrative:
Only the ventricular and peritoneal catheters of the kit were returned. Both catheters were patent. The ventricular catheter met requirements for the leakage test. The peritoneal catheter did not meet the requirements for the leakage test. A tear was observed 4 cm. From the flow slit end of the peritoneal catheter. It is unknown how or when the damage occurred. The peritoneal catheter met all of the requirements for the tensile strength and ultimate elongation tests. The instructions for use that accompany the device cautions that low tear strength is a characteristic of unreinforced silicone elastomer materials and that care must be taken with the handling and placement of the catheter tubing to avoid cuts, nicks, or tears. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that during the implantation operation the catheter was found to be leaking. A new shunt kit was opened to complete the operation. It was also reported that the operation completed successfully and the patient was overall okay.